Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to circuit board failure. The circuit board failure might be due to an accidental failure of electronic components.

Event description:
Olympus medical systems corp. (Omsc) was informed that the screen sometimes went black. There was no report of patient injury associated with the event.